Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the locking mechanism was broken, and when in use the vibration would unlock and allow one of the chuck teeth to slide out was confirmed. An assessment was performed and it was observed that the that the drum was broken causing the vibration and the locking mechanism to not function. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a teaching procedure in a cadaver lab it was observed that the micro saw device had corrosion and the locking mechanism was broken. It was further observed that when in use vibration caused the device to unlock and allowed one of the chuck teeth to slide out. It was confirmed that the event did not occur during a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.